Event description:
Event description cpi received information that during a replacement of an implantable cardioverter defibrillator (ICD) for normal battery depletion, the physician noted the rate sensing lead was bad, low r-waves. The physician elected to abandon the entire lead system, and implanted a new endotak (0072) lead. The lead has been capped, and will not be returned for analysis.